Event description:
The customer rec'd a blood glucose result of 460mg/dl. The customer dosed 12 units of insulin. The customer later passed out. An ambulance was called and they tested the customer's blood glucose and rec'd a result of 40mg/dl. The customer was given a sugar injection and orange juice to drink. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.